Event description:
The customer reported via phone call that they had were hospitalized for high blood glucose. Customer's blood glucose was 17 mmol/l at the time of admission. It was also found the customer had ketones at the time of their hospitalization. The customer has changed their infusion set for the second time, but was still not feeling well prior to being hospitalized. The customer reported their drive support cap was not damaged. Customer was wearing the insulin pump at the time of hospitalization. The customer did not have any significant alarms in their alarm history. The customer suspected their insulin pump was not working properly. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The insulin pump will not be returned at the time of the call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.